Event description:
Customer states: her mother is on 24 hr continuous feed. Using insulin - sugar mixture. Feed was set last night. When awoke this morning, pump was off - feed never finished and only a small portion was administered. Pt went at least 7 hrs without treatment. Caller stated this is life threatening for pt with need for insulin and can go into diabetic coma. Customer changed bag and flushed tubing and pt was given 1 hr of food and sugar this morning with insulin shot. Caller stated pump again powered off prior to completion of feed. Caller was advised to power off pump, remove cassette seat cassette power on and begin feed. Caller stated pump now worked.

Manufacturer narrative:
Pump was not returned.